Event description:
The device reportedly displayed an energy not delivered message although the device operator allegedly observed skeletal muscular response from the pt when the defibrillation countershock was delivered. The pt's outcome and details were not reported.